Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the device associated with this report was not returned. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune total knee; (B)(6), (B)(6) on (B)(6) 2018. Knee was tight, trial got caught. Had to lever trial out with a bristle and the spring broke off in the patient. All material was removed from the patient and accounted for. Five minute delay to procedure. What action: trial removed with a bristow. Patient outcome post surgery: all went well. Good outcome. Male patient (B)(6).